Event description:
After attaching cc1.sb to patient no measurements showed, after 12 hours surgeon changed catheter for new cc1.sb and got a measurement as normal straight away. Catheter will be sent back to the company for sterilisation and has been requested back to gms for further investigation if catheter was faulty or damage during implant.